Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery. A 3.00x24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, during post stenting, distal edge dissection was found while taking orthogonal views of the deployed stent. Another 2.75x28mm synergy¿ drug-eluting stent was then advanced to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.